Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored non-sustained ventricular episodes for review. Technical services (ts) analyzed device episode data and found that there was far-field oversensing of the ventricular signal on the right atrial (ra) lead channel. During one episode, inappropriate anti-tachycardia pacing (atp) was delivered. Ts suggested reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this ID system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored non-sustained ventricular episodes for review. Technical services (ts) analyzed device episode data and found that there was far-field oversensing of the ventricular signal on the right atrial (ra) lead channel. During one episode, inappropriate anti-tachycardia pacing (atp) was delivered. Ts suggested reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD delivered five inappropriate shocks and five inappropriate atp. Technical services (ts) analyzed device episode data and found that the rhythm was supraventricular tachycardia (svt) and therapy was inappropriate due to undersensing of a single atrial beat that fell into the programmed blanking period. Therapy was exhausted during this episode. Ts provided reprogramming options as troubleshooting. No additional adverse patient effects were reported. Currently, this ICD remains in service.